Event description:
It was reported that during a low anterior resection procedure, after reloading, the device did not fire at all, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth, pinion axle support. The analysis results found that the lts60a device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.